Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had a surgical patient on impella 5.5 support. During the support, there was suction issues remedied by blood products. The access site was oozing as well and thus kept the team from adding heparin for anticoagulation. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. Low flow: data logs confirmed the failure mode and clinical narrative. Logs showed after pump started and run for 1 hour and 15 minutes, low flow occurred that triggered auto suction response & suction alarms. This event remained for about 1.5 hours then resolved and pump ran without issue to the rest of the case. Based on clinical description and data review, the root cause of low flow was most likely patient condition related since cvp has drop when the issue happening.